Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up # 2: date of submission: 08-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 22-feb-2018 with the following findings: during investigation, the pump powered up with functional auditory and vibratory features to a blank screen. During visual inspection, it was observed that the battery compartment and the returned battery cap were undamaged and the cap was able to fit securely to the pump. The investigation was unable adequately investigate the initial complaint about a power issue due to an inability to run the 24 hour basal program and additional failures. The pump¿s cover was removed and there was moisture corrosion found to the power printed circuit board (pcb) on the on the master processor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.